Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, patient received six shocks for noise. Patient was under general anesthesia. Device therapy was disabled and remains off. It was suspected that that the shocks were partially due to the temporary leads being used to override the intrinsic rhythm which caused double counting of the device. The device should have been disabled prior to the procedure. Oversensing of p-wave showing inappropriate oversensing which lead to device therapy. Upon review of the session records, five out of the six episodes appeared to be due to oversensing with inappropriate therapy on the ventricular channel just after asystole and one episode was a true ventricular fibrillation. Programming changes were recommended and were to be discussed with the physician. Lead positioning was normal. Patient was stable prior, during and post procedure and will remain in the hospital for a few days to be monitored further. No further information available.

Event description:
New information received on july 5th 2018, states that patient had an in clinic visit on (B)(6) and no further oversensing issue was observed. Physician opted to not make any further changes due to the initial issue being possibly related to the temporary pacing occurrence during the procedure. There were no further complaints regarding the device. The patient was stable and will continue to be monitored closely.